Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
Covidien received info that the 840 ventilator posted a compressor inop message and had a burning smell. No pt involvement reported. Covidien customer support engineer (cse) inspected the device and replaced the compressor printed circuit board (pcb). The ventilator passed all testing.